Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery, or displacement tests due to the constant motor error alarms. The pump also had minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, cracked battery tube threads, and a cracked pump belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had several motor error alarms on their insulin pump. Customer's blood glucose was normal and did not require medical treatment. No additional information provided.